Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 37791, serial# unknown, product type: recharger. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. Patient mentioned previous documented issues of implant/therapy not working, working with manufacturing representative (rep) regarding issues with recharging, replacement parts that seemed to only work a short time but not resolved the issue, taking 6-8 hours on her back, not being able to walk or move when recharging without losing a connection, and can only get half charged (only fully charged once, and that charged was gone by morning. Patient stated it did not provide the full relief but what little relief it provided she still wants, since she is in pain 24/7. Patient stated she stopped using the implant out of frustration with it and has not had it on. Patient stated she is scheduled for a replacement on (B)(6) 2018. Patient also stated that the therapy may not be right for her due to her experiences with it, which patient stated she wanted it because of the little relief it did provide. Patient mentioned her health care professional (hcp) had botched her back twice by putting hardware in wrong to try to help with the patient stated it was prior to implant and that she was on disability for her back from it. The patient said that rep mentioned that it's possible sometimes the ins could be crooked after it heals, which could affect recharging. No further patient symptoms or complications were reported in this event. It was further reported that the ins was explanted on (B)(6) 2018. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant product(s): product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 37791, serial# unknown, product type: recharger. Analysis of the ins (serial # (B)(4)) found that there were no significant anomalies, however the battery had reduced capacity due to overdischarge. The ins had no telemetry or output when received, but after a physician mode recharge there was good stable output from the ins. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that as of (B)(6) 2018 the replacement seemed like it was working much better. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received by a manufacturer representative (rep). It was reported that the patient¿s ins recharger (insr) was replaced and was working much better. However, the patient then stated the new insr was doing the same things the old charger did. It was reported that the poor coupling had been resolved but now new problems have arisen. No further complications were reported/expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient.patient mentioned previous documented issues of implant/therapy not working, working with manufacturing representative (rep) regarding issues with recharging, replacement parts that seemed to only work a short time but not resolved the issue, taking 6-8 hours on her back, not being able to walk or move when recharging without losing a connection, and can only get half charged (only fully charged once, and that charged was gone by morning. Patient stated it did not provide the full relief but what little relief it provided she still wants, since she is in pain 24/7. Patient stated she stopped using the implant out of frustration with it and has not had it on. Patient stated she is scheduled for a replacement on (B)(6) 2018. Patient also stated that the therapy may not be right for her due to her experiences with it, which patient stated she wanted it because of the little relief it did provide. Patient mentioned her health care professional (hcp) had botched her back twice by putting hardware in wrong to try to help with the patient stated it was prior to implant and that she was on disability for her back from it. No further patient symptoms or complications were reported in this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. The patient stated the recharger had already been replaced. The patient stated after charging for 2.5 to 3 hours the patient would get only half a charge. It was reviewed that this rate was not unusual and it is expected to take eight hours to fully charge. The patient stated that after charging for an hour there was no difference, and the charger kept disconnecting. The patient stated the antenna was stuck to her back and not moving and she was sitting perfectly still. The patient met with a manufacturer's representative (rep) because of these issues and they got it working by moving it around and trying it held in place in various ways. The patient believed the problem was getting worse. When the patient held the antenna in place she got six bars. The day after meeting with the rep the patient tried to charge all day and was unsuccessful so called the rep back. The rep had her call the manufacturer, and the desktop charger was replaced. The patient stated she could get better coupling by pushing on the recharger antenna while charging, but stated that if she lets go coupling drops. The patient's arm got sore after a few minutes of this. Adhesive discs were tried but did not help. The antenna locate feature was used, and the ins successfully located, but coupling did not improve. The patient thought something was wrong with the recharger. Charging best practices were reviewed, and the patient noted that the ins was flat in the pocket but was deep. The patient stated it was very swollen after surgery. Additional information received from a manufacturer's representative (rep) stated that the patient could usually only get two coupling bars, but sometimes gets six for 30 seconds. The patient had tried moving the antenna around, turning the dial, and using the belt and adhesive discs. The manufacturer representative stated the site looks fine, is not too deep and is not angled. The patient was sent a new antenna to try, and if the issues persisted the patient was told to contact the rep, and possibly schedule an x-ray to rule out a flipped implant. It was suggested that the rep gather recharge statistics from the device. Additional information was received from a consumer. It was reported the patient could not get the implantable neurostimulator recharger (insr) to charge the implant. The patient could not get more than 0-4 bars and it will change even though the patient isn¿t moving. The patient had a CT scan and the healthcare provider (hcp) stated it was difficult to tell, but it seemed like all the components were in the right position. It was stated the patient was only able to charge the implant once fully since getting the device. The patient still isn¿t getting good coupling even after receiving replacement parts from repair. The patient stated they had to press the antenna so hard against the implantable neurostimulator (ins) that it hurts and the bars still are not getting shaded. The patient did not understand why the patient programmer connects right away and they can¿t get a good connection with the recharger. No further complications were reported.